Manufacturer narrative:
An investigation was completed: the reporter's complaint that the ((B)(4)) power module runs intermittently could not be confirmed. The unit was tested and passed all manufacturing specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history for the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bilateral total knee replacement procedure, the 05.001.202 (power module for trauma recon system) stopped working for 10 seconds then began working intermittently, and also the device began heating up. The procedure was completed with the device working intermittently. There was no delay in the procedure. Same device was used to complete the procedure. Procedure was completed successfully without any harm to patient and without any medical intervention required. This is report 1 of 1 for complaint (B)(4).